Manufacturer narrative:
If implanted, give date: not applicable as the lens was removed and replaced in the initial surgery. If explanted, give date: not applicable as the lens was removed and replaced in the initial surgery. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of a zct300 21.5 diopter intraocular lens (iol), the patient's anterior chamber had ruptured. Due to this issue, the physician had to use a za9003 iol. No further information was provided.